Event description:
It was reported to boston scientific corporation that a two port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for the advanced stage parkinson's disease. The exact upn number and procedure date are unknown. According to the complainant, on (B)(6) 2010, for one week the patient experienced a decreased effect of the duodopa treatment. An x-ray showed that the j-tube had migrated back up, just below the pylorus. The radiologist placed a new boston scientific j-tube, just below the ligament of treitz, without any complications. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect catalog model number, device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) exchange of j-tube. (B)(4) reported event of j-tube migrated. The complainant indicated that the device will not be returned for evaluation as it has been disposed of; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a two port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for the advanced stage parkinson's disease. The exact upn number and procedure date are unknown. According to the complainant, on (B)(6), 2010, for one week the patient experienced a decreased effect of the duodopa treatment. An x-ray showed that the j-tube had migrated back up, just below the pylorus. The radiologist placed a new boston scientific j-tube, just below the ligament of treitz, without any complications. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on (B)(6), 2010: it was reported that the patient went home after the procedure.